Event description:
A pt reported experiencing inacurate erratic results using a liefescan meter. The pt's blood glucose results were 225 mg/dl, 95 mg/dl, 67 mg/dl. Tests were done within <10 minutes with a difference of 72%. Pt did not experience any adverse events. No further info has been reported.